Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced significant hypoglycemia while using the ilet, with blood glucose falling below 40 mg/dl for approximately 2¿3 hours despite treatment with oral carbohydrates; settings were subsequently adjusted to a higher target by the clinician, after which the user reported no further issues. Symptoms included prolonged low blood glucose. Outcomes included no emergency room visit, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included review of available user reports and device-related information. Investigation of this case revealed the cause of hypoglycemia remained unclear. It was concluded that the event was user-experienced hypoglycemia with unclear causation and resolution after target adjustment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.